Manufacturer narrative:
Investigation: visual inspection revealed that the heater hook had detached from the jaw boot slot and was somewhat bent. There was some evidence of blood and signs of clinical usage. Based upon the visual observations, the reported complaint for "jaw snapped off: was confirmed as heater detached and bent. A lot history record review was completed for the product. There was no nonconformance which could have contributed to this failure mode. (B)(4).

Event description:
The hosp reported that during an endoscopic vessel harvesting procedure, the vasoview hemopro jaw snapped off. This occurred while the user was cleaning off the jaws, so it did not break off in the pt. The case was completed using another vh-3000. There were no pt effects. The product is returning. Upon receipt of the device, it was found that the jaw did not snap off, the heater hook detached.